Event description:
It was stated that the device had overtemperature error indication. There was unknown patient involvement.

Manufacturer narrative:
Device returned in normal condition. Functional testing performed. The customer's problem was duplicated. The root cause was the defective mainboard, old model. Cost estimate was sent for replacing the mainboard and currently waiting for customer approval. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.